Event description:
While obtaining a cryo lymph node biopsy under endobronchial ultrasound guidance using the erbe2 1.1 mm probe, the metal dip of the probe tip broke off during the extraction and was retained in the patient. Multiple attempts were made to retrieve the piece but were not successful.